Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was already admitted to the hospital in relation to medwatch report 2025-66397. An hcp brought the customer the supplies they needed to address the issue. There was no adverse impact to customer¿s blood glucose level.